Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 8 months post implant of this 19mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 23mm transcatheter valve due to moderate regurgitation and a gradient >40mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that stenosis was also present prior to replacing the aortic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.